Event description:
It was reported that both the atrial lead and the right ventricular (rv) lead were undersensing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5032s58, lead implanted: 1998-(B)(6). (B)(4).